Event description:
Following an rf pvc + pfa pvi ablation procedure that was performed on (B)(6) 2025, a foreign object, that appeared to be a tip of a catheter, was noted in the patient's right lung upon having an x-ray done on (B)(6) 2025, due to bronchitis. The physician was not aware of any tip detachment issue during or after the ablation procedure on may 14th. A tactiflex ablation catheter was used for the pvc portion of the procedure, during which left ventricle was accessed via both transseptal and retrograde aortic approaches. X-rays were reviewed from the case which showed that the object was not present at the beginning of the case but appeared after the rf portion of the case was completed, prior to starting the pfa portion of the procedure. The object could be seen during pre-mapping for pfa with the mapping catheter. Near the end of the procedure, the tactiflex catheter was no longer registering contact force, so it was replaced with a second tactiflex catheter. This was attributed to multiple sheath exchanges into the coronary sinus and left ventricle, and upon removal of the catheter, no abnormalities were reported. The second tactiflex catheter was used to finish rf ablation of the pvc, and the rest of the procedure was completed with no adverse patient consequences. Both tactiflex catheters were discarded after the procedure. It was decided on (B)(6), after review of the patient's x-rays, to not remove the object as it was determined that it did not pose a risk to the patient. At this time, it is unconfirmed what the object is that was observed on x-ray. It is also unclear which tactiflex ablation catheter was used first and which one was exchanged afterwards. It was confirmed that an 8fr sl0 sheath was used with the tactiflex ablation catheters, which does not follow the instructions for use of the device. An 8.5fr sheath should be used.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Two tactiflex catheters were used during the procedure. If a portion of the tactiflex catheter detached, it is unknown which catheter it occurred in as neither were returned. Evaluation of the second tactiflex¿ ablation catheter, se returned was as follows: an event of a foreign object within the patient that appeared to be a catheter tip was reported. Five images were submitted and appear to show x-ray images of the chest cavity with a loose component present. The log files from the tactisys quartz system were also returned. The log file analysis showed the optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. No loss of contact force was noted, and no other anomalies were noted during the files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the communications hub, an 8f sheath was used for retrograde access. However, the tactiflex ablation catheter, sensor enabled instructions for use (IFU) states "the tactiflex¿ ablation catheter, sensor enabled¿ is compatible with introducers or sheaths with a minimum inner diameter of 8.5 f." The root cause of the catheter tip detachment was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.